Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product detail. Therefore, no information was captured (model #, lot # and expiration date) and device manufacture date could not be determined.

Event description:
The customer reported that while she was at the doctor's office, she received a blood glucose reading on the contour next ez that was 40 mg/dl higher compared to the doctor's meter. The specific readings were not provided. The customer had no symptoms of hyperglycemia or hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation and offered the replacement. However, the customer declined.